Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
Follow-up information received regarding the event. It was reported that the alleged malfunction occurred during set-up for a cochlear implant surgery. The reporter stated that the patient was being anesthetized. There were no delays to the scheduled procedure as a spare device was available. The surgery was completed successfully with the spare device. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that it was observed that the cutter/burr device would not "fit" into the attachment device. It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported.  Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.